Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to scan a freestyle libre 3 plus sensor with the libre app and could not pair the sensor with the ilet system as a known limitation of the sensor; the user was guided to replace the sensor and scan with the ilet mobile app, after which pairing succeeded. No adverse clinical symptoms reported. Outcomes included no impact on health or need for medical care. User support included customer education and troubleshooting regarding correct pairing workflow for the sensor with the ilet system. Investigation of this case revealed that the sensor had been in use by another device application, preventing initial pairing with the ilet system until the conflicting app was removed and the sensor was paired using the ilet app. It was concluded, based on previously established findings for similar reports, that user setup error with a conflicting application was the cause.